Manufacturer narrative:
Device passed displacement test, self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, sleep current measurement, and active current measurement. No battery or power anomalies noted during testing. No unexpected pump error 15 or pump error 4 alarms during testing however, pump error 15 alarm and pump error 4 alarm are found in the formatted history file due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose 479 mg/dl and insulin pump had received multiple pump error alarms. The customer's blood glucose was 374 mg/dl and treated with self bolusing. Troubleshooting was performed for error alarm and was able to clear and rewind insulin pump. The customer also reports received failed battery alarm as the battery cap was fallen as well as had slightly bent cannula. Customer has been using insulin pump system within 48 hours of reported. Customer was neither in emergency room, nor admitted into hospital, as a result of low blood glucose. The customer declined to perform high pressure test. The insulin pump will be returned for analysis.